Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during use in a laparoscopically assisted vaginal hysterectomy, the suture for the device (single use loading unit) fell out of the device and into patient but was retrieved without difficulty. The surgeon tried to reload the device with a new single use loading unit but the device would not load. The suture was not saved and the UDI, gender, age and weight of the patient are not available. There was no patient injury or ill-effects. No medical intervention was required. There was no unanticipated tissue loss, tissue damage or bleeding. No reinforcement material was used with the device. No extension to surgical time was required. The most recent reported status of the patient could not be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Both blades of the device were bent to 90 degrees. The jaw gap for was measured and it met specification. Witness marks on the bevel wall were observed. No sheering was observed. No functional tests could be conducted because one blade was fragile enough to break if bent into place. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.